Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the air leak from the insertion tube was confirmed and notably damaged. The insertion site was abnormal. Also, during evaluation, the resin part of the image guide coil fell off of corrugated tube parts was observed. This can be attributed to loosening or disconnection of part joints was due to chemical stress (chemical load) or physical stress. Additionally, the evaluation revealed the following findings: insufficient angulation; the insertion part was broken; the broken video cable was broken; there was an image flare; due to light guide connector cover damage, water tightness was lost; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the insertion part rhino-laryngo videoscope was damaged, and the insertion tube was leaking. The issue was observed during reprocessing after an unspecified diagnostic procedure. The procedure was reported as completed, with no delay noted. There were no reports of patient harm or impact associated with this event. Inspection of the returned device revealed the resin part of the image guide coil fell off (peeling/delaminated). This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.